Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was hearing her stomach 'growl' then felt a jolt; it was painful but only for an instant. It was noted that the patient had the jolts 'approximately (B)(6), 2012.' Patient was walking and the pain went away right away. She had jolts two subsequent times. It was indicated that the pain seemed to be right behind the implantable neurostimulator (ins). Additional information received 3 weeks later indicated that the cause of the event was unknown. The signs and symptoms associated with the event were unknown and patient outcome was unknown. It was unclear if the patient required hospitalization as it was reported that it was unknown if the patient required hospitalization due to the event, but then also noted that the patient did not require hospitalization due to the event. The patient was going to be seen on (B)(6) 2012 for evaluation.

Event description:
Additional information received reported the patient was seen 2012-(B)(6) by her health care provider (hcp) for evaluation of the neurostimulator. No information regarding the evaluation was provided. No other issues or concerns with the stimulator have been reported to the hcp since evaluation.

Manufacturer narrative:
(B)(4).